Event description:
Hcp reports "there is some particulate matter (black floaty pieces)" in a cerebral spinal fluid sample taken from a pump pt. The sample was taken from the sideport of the pump and the physician would like it tested. A follow up report will be sent when additional info is received.